Event description:
New information suggests a possible lead fracture in addition to the noise observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing leading to pacing inhibition seen as pause episodes was observed on the right ventricular (rv) lead. Programming changes were made. The rv lead and patient was being monitored. The patient was stable.